Event description:
It was reported that the patient needed an urgent biventricular device upgrade due to the previous device going to elective replacement indicator (eri) and pacing at vvi 65 for a period of time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).